Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd received representative samples and a photo from the customer facility for investigation. The samples were evaluated by simulated draw and the customer's indicated failure mode for blood leakage between hub and sleeve with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder 21g x 1.25 in., had blood leakage between hub and sleeve. No injury or medical intervention.